Event description:
Taxus express post market surveillance study. It was reported that 198 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the patient presented with in stent restenosis requiring subsequent reintervention. The index procedure treated the de novo, 90% stenosed 3.0x20mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon inflated to 10 atmosphere's (atm's) and the placement of a 3.0x20mm taxus express2 drug eluting stent deployed at 16 atm's. No post dilation was performed. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at 5 nad 7 month follow up visits. On day 198 angiography confirmed in stent restenosis, but no treatment was performed. On day 225 reintervention treated the 90% restenosed 3.0x13mm target lesion located in the proximal lad resulting in 0% residual stenosis. The patient was discharged 2 days later. Per the physician, the relation of the event to the device was listed as "possibly".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.